Event description:
Revised - broken stem.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
Conclusion and justification status: following investigation by bioengineering, notification was received that; root cause: undetermined, from the limited information available it is not possible to say why this stem failed after 19 years. It is likely it was a combination of unknown factors such as implant factors, patient factors, surgical technique and surgical procedure. Review of product lot 1116969 manufacturing records identified no anomalies. Etq complaints database searched on product lot 1116969 and 1157803 identified no previous complaints. The complaint shall be closed with an undetermined conclusion; it shall be entered onto the complaints database and monitored through trend analysis. Should further information be received, then the complaint shall be investigated further.